Event description:
It was reported that during a hand assisted right colon procedure, the buttons would not activate device, switched out instrument for a new one. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.